Manufacturer narrative:
The reported event of eri and backup mode was confirmed and was consistent with normal battery depletion. Device was in backup mode when received. Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in clinic. Upon interrogation, the pacemaker was at elective replacement indicator and in backup vvi mode. The physician explanted the device. The patient was in stable condition.